Manufacturer narrative:
Single use selected. The screw was discarded by facility. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). (B)(4). Original implant date unknown. Device is not expected to be returned for manufacturer review/investigation. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It is reported that during a revision surgery (for a backed-out screw captured in (B)(4)) on (B)(6) 2016, the locking screw would not lock into the plate and kept spinning in place. The surgeon had difficulty removing the screw but it was eventually removed. The surgeon opted to implant another new screw into a different screw hole. The plate remained implanted. The procedure was delayed approximately 5 to 10 minutes due to this issue, but was completed successfully. The surgeon noted the patient had very poor bone quality. There was no reported patient harm. The patient outcome is unknown. This complaint involves one (1) device. This report is 1 of 1 for (B)(4).